Event description:
The customer stated that the architect c8000 analyzer generated an elevated sodium (na) result. Patient ID (B)(6): an initial na result of 188 mmol/l was generated with a repeat result of 147 mmol/l. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4) (no consequences or impact to patient) (B)(4) (incorrect or inadequate test result). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Ict module the customer installed a new ict module which resolved the issue. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. The investigation did not identify a product deficiency.